Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary vessel. A 3.50 x 12mm synergy ii drug eluting stent was selected for use. However, it was noticed that a part of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported.